Event description:
This was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique, via a 6f sheath hole, prior to a transcatheter aortic valve implantation (tavi) procedure. 1 suture was successfully pre-placed. Reportedly, after deploying the second suture and the lever was closed, resistance was encountered while removing the device from the patient anatomy. The device was removed, and the suture from the same device was able to be successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved using 2 pre-placed sutures. Manual compression and a bandage were also applied as precautionary measures. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. Based on the reported information, it is likely the foot caught tissue or suture when closed. Factors for this are not establishing a pulsatile mark again before closing, insufficient rotation prior to foot positioning when deploying multiple devices, vessel flaps, suture not releasing from the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.